Manufacturer narrative:
Analysis: product analysis: analysis cannot be done because no sample was provided. Batch record review or retain testing cannot be performed because a lot number was not provided. Trend analysis: the information provided is for an individual case and the other reported complaints do not warrant a change to the basic prescribing information. There is no negative complaint trend visible with micropore medical surgical tape. Risk management: n/a, no risk management review necessary, this was an individual case and did not result from malfunction or misuse.

Event description:
On 14 mar 2016 additional information was received from the customer. The customer reported receiving a course of oral steroids, (prednisolone), which resulted in controlling his systemic reaction. He also reported seeing a dermatologist who diagnosed the reaction as contact dermatitis and he was instructed not to use any type of tape on his skin. The reaction has reportedly stopped, and the skin is healing.

Manufacturer narrative:
Patient age and weight was not provided. Patient address was not provided.

Event description:
Customer reported micropore tape was used to secure a gauze dressing following an injury to his foot on (B)(6) 2016. The tape was reportedly changed 2-3 times per day. After 4-5 days the skin became red, blistered and peeled. Customer reported he subsequently experienced a full body rash, went to see gp, and was treated with antihistamine tablets and rx hydrocortisone cream. On (B)(6) 2016, customer reported the reaction was not improving and he was scheduled to see gp later that day. Customer stated his foot is sore, skin has sloughed from his toes and it's difficult to walk. Attempts were made to obtain additional information following second gp appointment and no response was received from customer. No additional information is available.